Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed an infection, on (B)(6) 2012, the left ventricular lead and system were explanted. Antibiotics were also prescribed. A new system was implanted on an unspecified date.